Event description:
Patient experienced a significant pull of the impella 5.5 driveline causing a separation of the power wires within the driveline and subsequent device failure. Patient was emergently taken to or for pump exchange. Concern is that the device is not manufactured to be as durable externally as anticipated and what should be expected compared to similar devices with external leads. Due to the nature of the event and subsequent findings, the exact location or the break within the driveline may point to a specific: area of concern with current manufacturing process and durability testing.